Event description:
The customer contacted baxter's service center regarding a check patient line alarm; which occurred on the homechoice (hc) during use, during initial drain. The hp stated there were bubbles in the patient line and the transfer set was closed. The tsr assisted with ending therapy. The tsr advised the hp to start over with new supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated that they just saw the patient recently for their clinical visit. The pd rn stated from their check up and discussion the patient is doing fine. They stated the alarm was because the patient forgot to open the transfer set. The pd rn stated there were no negative side effects from this alarm. The patient is continuing therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for check patient line alarm due to use error - kinked tubing was confirmed because technical service representative (tsr) had the home patient (hp) check the lines for kinks, occlusions, and bubbles. The hp stated there were bubbles in the patient line and the transfer set was closed. The tsr assisted with ending therapy. Use error - kinked tubing is a known cause of check patient line alarm. The source of the air bubbles was undetermined. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.